Event description:
It was reported that pts was revised due to pre-revision flexion contracture of 15 degrees and excess of internal rotation of the femoral component by about 8 degrees. Upon examination after exposure there was cement found overhanging the medial distal femur. Pre-revision flexion was limited to about 85 degrees. The tibial component was well fixed and well oriented and was kept in place as was the patella component. The femoral external rotation and raising the joint line by 1-4mm. Surgeon's main concern is the visible discoloration on the underside of the poly insert.